Manufacturer narrative:
This device is not distributed in us so that unique identifier is blank. Pentax video colonoscope model ec-3890fzi is not distributed in the USA, therefore the PMA/510(k) number is not applicable. Evaluation summary it was due to the suction button worn out. This report is being filed as part of the pentax backlog management plan.

Event description:
The time of event is unknown. There was no report of patient harm. The suction button was damaged. The scope could not be used normally.